Event description:
It was reported that during a supply change the ilet user did not remove the liner sticker, resulting in the infusion set not adhering initially. The user then reinserted the set and achieved attachment. The affected component was identified as the cannula and the lot noted for inset was 6011936. No reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem and identified a usage problem consistent with incorrect procedure related to the deployment of the infusion set. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.